Manufacturer narrative:
Device evaluations of monitor (B)(4) has been completed. The reported problem (constant gong alarms) was confirmed. Upon evaluation, there was a bent pin inside the monitor belt receptacle. The cause of the constant gong alarms is the bent pin. The root cause of the bent pin is excessive force when mating the electrode belt connector with the monitor while the pins were misaligned. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's device was producing constant gong alarms.